Manufacturer narrative:
E1: initial reporter last name - (B)(6). E1: initial reporter address - (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a loose connection between homechoice disposable set and solution bag which resulted in a leak. The patient was connected for therapy at the time of this event. The leak was observed during dwell phase of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.